Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that 24 hours after the procedure the patient was awake in the intensive care unit (ICU) when the flow suddenly dropped to 0 lpm and power dropped to 2w. The pump speed remained at 4800 rpm and a low flow alarm occurred. Everything was checked and the controller was replaced without success, and an echocardiogram showed no flow through the outflow graft. Inotropes were started and the surgeon opened the sternum in the ICU. The outflow graft was fine so a pump exchange was performed. A piece of myocardium was found obstructing the inflow cannula of the first pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas confirmed the report of ingested myocardial tissue. (B)(6) was returned assembled with the pump cable returned attached to the pump housing. The pump cable was severed approximately 6¿ from the pump housing and the severed portion was not returned. The modular cable was not returned with the device. The sealed outflow graft and bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the lumen of the inflow cannula found a thrombus formation, occluding the blood pathway. The thrombus formation was lightly seated and was not adhered to the lumen, suggesting that it likely did not form in the area. This formation was likely ingested during pump support and would have occluded the blood pathway, contributing to the reported decrease in flow. The origin of the myocardial tissue could not be conclusively determined. Scratches were observed on the pump rotor and rotor well during the evaluation of the returned device. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Based on the deposition¿s lack of adhesion and the log file findings (sudden drop in flow), it appeared that it was ingested into the pump on (B)(6) 2020 around approximately 14:27. The exact origin of the myocardial tissue could not be conclusively determined. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester (106010-12) according to document 1008014, hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the device history records indicate that the rotor passed all inspection steps and the pump passed all testing. No further information was provided. The manufacturer is closing the file on this event.